Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a split was observed on the right side of the flange while the child was using it. As a result, an emergency tube change was performed. The tube has been used three times and sterilized twice. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Three photos and one device were returned for investigation. The device was visually inspected and functionally tested. Tearing was observed on the flange at the eyelet. The reported complaint is confirmed. The probable cause is due to an error during manufacturing. This issue will continue to be monitored, and further actions taken accordingly.